Event description:
A male had a right total ankle replacement in 2006. He developed sharp pain and felt there possibly bone rubbing on metal. There was mild swelling between the malleoli of the ankle and some apparent medial impingement occurring. The failure of the total ankle replacement is subsidence of the talar component through the talus, involving the subtalar joint/fracture of the callus. In '08, surgery was done for removal of failed implants, right ankle, with debridement of foreign body debris and tibiocalcaneal arthrodesis using allograft and symphony platelet-rich plasma. The findings were consistent with failure of the implants and eccentric wear.